Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00276. It was reported, the pt's ((B)(6)) therapy system was explanted due to an infection found at the ipg pocket and lead incision site. Intravenous antibiotics were administered as treatment. A culture was not taken. The pt is said to be recovering. The physician does not believe the infection is device related.

Manufacturer narrative:
Device evaluated by MFR: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.